Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented in backup vvi mode with no backup defibrillation function on (bdfo). The patient had undergone a magnetic resonance imaging (MRI) scan without the device being programmed to MRI mode beforehand. Programming changes were made to restore normal parameters. There were no patient consequences.